Event description:
The clinician reported 19 days after the immediate dental implant was placed in ada site 28 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The site was grafted and later debrided. The clinician noted the patient's pain, infection, swelling and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.